Event description:
The manufacturer received information alleging a ventilator screen was broken. There was no harm or injury reported. The ventilator was evaluated by a field service technician and the customer¿s complaint was confirmed. The device's screen was replaced to address the issue. Additionally, the filters were replaced which were not related to the issue. The device passed final testing.